Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, broken skin irritation under the therapy pads of the lifevest equipment. There is no indication that the patient received medical intervention for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.